Manufacturer narrative:
This report has been identified as event one of b. Braun melsungen (B)(4) internal report # (B)(4). We received perifix soft tip,straight,bulk,g20 [1]. The following investigations were conducted: visual inspection: the catheter was tied in a knot, otherwise no abnormalities were found. Functional inspection: catheter tensile strength test. Conducted using received connector and received catheter. Specifications: above 11n. Received sample: 13.22n. Sample was within specifications. Connection check: received catheter was able to be inserted into received connector without resistance and up to the marking point. Physical inspection: catheter length test. Specifications: 959.5 mm ~ 1060.5 mm. Received sample: 1026.0 mm. Unused reference sample: 1043.0 mm. Sample was within specifications. Catheter outer diameter (end of catheter). Specifications: 0.84 mm ~ 0.90 mm. Received sample: 0.852. Sample was within specifications. Summary and assessment: based on the conducted investigations the catheter is within the specification. Although the product met the specifications, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (B)(4): event 1: catheter withdrawal .